Event description:
It was reported that plungers of bd¿ luer-lok were deformed before use.

Manufacturer narrative:
Investigation summary: one loose 5ml ll syringe and four open packages from batch # 8294973 (p/n 309634) were received. A visual examination of the syringe determined the defect was a jammed stopper wedged in between the plunger rod and the barrel. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plungers of bd¿ luer-lok were deformed before use.